Event description:
It was reported that the atrial lead was oversensing far-field r-waves. It was also reported that there was noise on the lead which was causing inappropriate mode switching. The lead had been reprogrammed unipolar and additional reprogramming of the sensitivity will be done. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 1688t lead. (B)(4).